Event description:
Syringe pump with high-dose epinephrine drip running continuously had "syringe needs calibration error." With silence of the alarm, pump was noted to not be running, and was unable to be restarted. Epi drip had to emergently be moved to a different syringe pump. No patient harm indicated.